Manufacturer narrative:
Cmpl-(B)(4).diabetes mellitus is a known cause of hyperglycemia and fainted.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The unverified reporter reported that the patient experienced inaccurate cgm values which occurred 10 days after the sensor had been inserted in the arm. On (B)(6)/2024, the patient experienced malaise. The cgm reading was not remembered, and the bg reading was not remembered; however, documentation states the bg and cgm were not matching. The differences were 40 mg/dl, 100 mg/dl and 20 mg/dl. It was not specified if the reading was higher or lower than the bg. The patient experienced diarrhea and syncope. The patient was diaphoretic and unconscious. She did not check the bg or cgm value at that time. The reporter called 911. When emergency medical services arrived, the sensor was removed, and the patient was transported to the emergency department. The reporter could not recall details of care received by ems. The patient was diagnosed with dehydration and infection and hospitalized for 7 days. He was given insulin, IV fluid and bicozamycin 120 mg antibiotics. At the time of the report, the patient was doing okay. There was no documentation of further medical evaluation or intervention for hyperglycemia with loss of consciousness. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.